Event description:
The customer report via phone call that he had low blood glucose but not hospitalized and lost sensor alarm. Customer's blood glucose was unknown mg/dl. The customer was treated with juice and glucose tablets. Customer was advised that the lost sensor alarm may be cause by loose connection. The customer uses over tape and everything is working for him. Customer declined to speak to the helpline and said he felt fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.